Event description:
In addition to the redness and swelling in the neck, there was whiteness and fluid collection under the skin which the treating physician thought to be a potential ¿abscess¿ at the electrode site.

Manufacturer narrative:
The initial report inadvertently did not report this information.

Event description:
It was reported that the patient presented with a possible hematoma. It was reported that the patient had presented with a potential infection at the generator site following generator replacement surgery. The physician reported that the patient suffered a fall and hit the generator site after generator replacement surgery. The patient was seen by the physician and the location was swollen and reddened. The site began to improve and then began to enlarge again and was warm to the touch so the surgeon started antibiotics. It was reported that the patient's mother indicated that the patient had been picking at the surgical site. The physician reported that the patient developed a new area of redness and swelling in her neck. There appeared to be about 2-3 cm of collection under the skin. The patient was referred to the emergency departement and was admitted to the hospital. It was later reported that the patient was explanted due to infection. A new system was not implanted at this time. The generator and lead were received for analysis on (B)(4) 2014. Analysis of the generator was completed on (B)(4) 2014. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the lead is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Analysis of the returned lead portion will be captured in manufacturer report # 1644487-2014-00993.